Event description:
It was reported that a patient alert was tripped, but the right ventricular lead impedance measurement was unable to be recorded. At the time of interrogation, the atrial lead had no capture. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The daily trend data in save to disk file (B)(4) shows one day of missing impedance measurement data for ventricular pace bi impedance and defibrillator active can on impedance on (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012.